Event description:
Admitted in 2008. Received IV antibiotics for sepsis via internal jugular central line the same day. Blood culture was negative the same day. On five days later, blood culture grew serratia marcescens. Central line was removed on three days later, and the tip was cultured, growing serratia marcescens - light growth. Dose or amount: 10ml, frequency: daily, route: IV. Dates of use: 2008, diagnosis or reason for use: recurrent cellulitis a v graft. Event abated after use stopped or dose reduced? Yes.